Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the unit would not boot from the a drive and was failing telemetry testing. The unit was received in good physical condition. Due to the boot issue the logs could not be pulled. In order to resolve the issue the unit was re-imaged and software was re-loaded. Unit was then tested and passed functional testing. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.